Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked case(battery tube) and cracked battery tube threads. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and it was not working. Customer stated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.